Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Adverse event report is being submitted due to customer contacting doctor about his hi results. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result range is 250-500 mg/dl; customer stated that he is aware his blood glucose is high. The customer feels well and did not report any symptoms. Customer stated that he had contacted his doctor on the day of call due to the hi results. Customer also stated he had been hospitalized four years ago and was told that he has uncontrolled diabetes, had his toes amputated and a year ago he got another toe amputated. Customer was using the truemetrix air meter at time. During the call, a blood test was performed by the customer non-fasting and produced test result of 460 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2020 and customer could not recall when the test strips had first been opened. Customer did have another vial of test strips that had been stored and handled correctly, lot mv3143, manufacturer's expiration date of 07/31/2020. The meter memory was reviewed for previous test result history: (B)(6).